Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (lot number 1117616), is related to case with patient identifier (B)(6) (lot number 1111759).

Event description:
It was reported that the infusion tubing was leaking at the connector of the infusion set. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was returned for product evaluation.